Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2009: arthroscopy with implantation of 1 trufit plug: 11 mm diameter, 12mm long MRI's taken; surgeon evaluated the MRI's and concluded that there might be graft incorporation as there was: a light grey appearance at the repair site and rounded edges at the distal part of the repair tissue. He concluded that there might be delayed incorporation of the plug and suggested not to do any surgery and wait for another 6 months. Then, according to MRI and symptoms, re-evaluation should happen. Patient is having pain 18 months after trufit implantation. The pain occurs after sports activities and at long term weight bearing.